Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5: has been corrected, as it contained a typographical error. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected, due to additional information gleaned from the completion of the investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this event establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, calcification on the valve, leading to patient symptom of dyspnea and valve-in-valve reintervention could not be confirmed, due to the unavailability of the device for evaluation, relevant imagery, or relevant medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by our edwards lifesciences japan associate, approximately 4 and a half years following transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 20 mm sapien 3 valve, it was reported that the patient complained of dyspnea and was calcification on the deployed valve was diagnosed. A valve-in-valve procedure was completed without any problems.

Manufacturer narrative:
The investigation for this report is ongoing.